Event description:
It was reported that low amplitude ventricular sensing was observed on the implantable cardioverter defibrillator (ICD) during a ventricular sense test. The episode looked like t waves or low amplitude slow ventricular tachycardia (vt), but this could not be confirmed as the origin was unknown. A ventricular tachycardia (vt) zone monitor was added to see if any slow low amplitude rhythms like the one observed during the v sense test could be observed. No other programming changes were made. The ICD was being monitored. There were no patient consequences.